Event description:
On (B)(6) 2009, the pt's mother reported the pt experienced an air bubble in the insulin cartridge approx a month and a half ago. The pt changed the infusion set and was able to clear the air bubble from the system. The pt allows insulin to reach room temperature prior to use. No physiological effects were reported. The pt was not experiencing any issues at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.